Manufacturer narrative:
Device evaluation:one cassette product was received for evaluation in relation to the reported event.. Sample was received in used condition without its original packaging visual inspection of the device didn't find any damaged, kink, cut or condition that could cause the reported event. Functional testing of the device found that the sample could be connected without problem. The sample was fully priming and connecting without difficulty to a test infusion pump, which was able to run and no alarms were activated. The reported event was unable to be confirmed or replicated. The root cause was unable to be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the cassettes caused the infusion pump to experience a "no disposable attached" alarms. A delay in chemotherapy of 1-2 hours was reported. The cassette was able to be swapped out and the infusion was then continue, resolving the event.